Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she was hospitalized with a blood glucose reading of 850 mg/dl after the patient¿s doctor switched his insulin from u500 to novolog. The reason for the insulin switch was due to an allergic reaction she had to u500. The novolog insulin reportedly did not control her blood glucose. The patient was hospitalized from (B)(6) 2013. The patient denied that there was any insulin pump issue. During her hospital stay, the patient continues on insulin pump therapy while she received levimir insulin via syringe and metformin. The patient discontinued her insulin pump therapy after her supplies ran out. Troubleshooting could not be completed as there was a bad phone connection. Animas made 3 attempts to contact the patient back. A letter was sent to the patient, requesting a call back. This complaint is being reported because the patient was hospitalized for hyperglycemia. The animas pump could not be ruled out as a contributor of the reported incident based on the incomplete information provided.